Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: representative sample was received. DHR was reviewed and no abnormal found, no qn occurred. Returned material did not show reported defect. Retained sample has been reviewed and nothing abnormal has been found. Manufacturing records were reviewed, and nothing abnormal was found. Unconfirmed:bd was not able to duplicate or confirm the customers' indicated failure mode. Based on the investigation, the complaint is not a manufacturer issue. Parent who conducted the injection mentioned the kid turned the body during the injection which could be the possible cause of needle broken. No action at the moment regarding the investigation conclusion shows the complaint was a non manufacture issue. However, we will keep monitoring on similar issue from filed and trending regularly.

Event description:
It was reported that while a mother gave her child an injection, the child turned, and the needle of the bd micro-fine¿ pen needle detached from the hub and remained in the abdomen of the child. The child was seen at the hospital for a CT scan, and required surgical intervention to remove the needle.